Manufacturer narrative:
This report is submitted on march 07, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [136850-device analysis report.pdf]

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance from activation; subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.